Manufacturer narrative:
(B) (4). Info is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed. Evaluation summary: additional info was requested with the sales rep, but little details were available. In addition, the remaining questions have been requested with the account. If the additional info is received at a later date, a supplemental medwatch will be sent providing the details. Ees field quality engineer and the sales rep observed a lap chole procedure by this surgeon. During the procedure some product use optimization techniques were discussed. Post procedure ees associates met with the surgeon to discuss this incident. The surgeon indicated the pt returned post op with what the CT scan indicated a bile duct leak through the clipped section of duct. Ees field quality engineer then reviewed the device use techniques and demonstrated how too much downward pressure during firing can produce a malformed clip that was secure on the duct but not completely clamping off the duct. He also then produced a few different malformed clips and demonstrated how they can be prevented by utilizing some very small optimization techniques outlined in the IFU.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, everything went fine. Visually everything appeared ok. However, the pt returned post-op and a scan showed a leak coming through the clip from the bile duct. A re-operation was performed to correct the leak. The pt is currently doing fine. The device used in the original procedure was discarded.